Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the patient claimed that the sensor did not function properly. The device apparently paced at a fast rate when the patient was at rest and did not increase rate when the patient exercised. The sensor was reset twice. The physician did not order a holter monitor, but replaced the device.